Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 90% stenosed lesion being treated was located in the calcified moderately tortuous left femoral artery. The procedure was brachial approach. The wanda balloon was inflated once to 6atm for 60 seconds and again to 8atm and the balloon ruptured. The balloon was removed intact from inside the patient. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Product unavailable for analysis.